Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had air/water leakage from the connector and the insertion section was damaged. The issue was observed during preparation for use. The procedure was completed with a similar device and no reports of patient harm were associate with this event. The device was returned to olympus for a device evaluation and found that the connecting tube had coating peeling (more than 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. In addition to the reported in b5, the device evaluation also found the following: the connecting tube was wrinkled and dented, the electrical connector had corrosion caused by water leakage, and the lg lens is cracked and chipped and the adhesive around lenses peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although a definitive root cause of the peeled coating could not be confirmed, it was determined that the defect was likely caused by stress on the insertion section such as the following: physical stress such as rubbing or hitting the insertion section; chemical stress from reprocessing not recommended by IFU; stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.